Event description:
The customer obtained false negative results with the ortho provue analyzer while performing direct antiglobulin test (dat) on a cord blood sample. The customer indicated that the provue interpreted the test result as negative. Upon visual inspection of the gel cards, the customer noticed a weak reactivity. The customer performed an elution and eluated anti-b. Incident appears to have occurred independent of test method. If the event were to recur with blood grouping and/or antibody screening tests, it can lead to transfusion of incompatible blood. Erroneous test results were not reported, as visual inspection of the gel cards and eluate testing confirmed positive dat result.

Manufacturer narrative:
No definitive root cause was determined. However, replacement of the reader camera and matrox meteor board and the proper adjustments has returned the instrument to expected operation. Erroneous test results were not reported, as visual inspection of the gel cards and eluate testing confirmed positive dat result. Gel cards reacted as expected. No similar incidents have been logged against this analyzer.